Event description:
It was reported that the patient pulled out their right atrial (ra) lead and right ventricular (rv) lead. The patient suffers from twiddlers syndrome. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead I ndicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model 5086mri52, implantable pacing lead, implanted, (B)(6) 2013; model rvdr01, implantable pulse generator (ipg), implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.